Manufacturer narrative:
(B)(4) clinical trial. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that the patient complication of cholangitis is a known potential complication of the metal stent placement procedure and is noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the bile duct of a patient on (B)(6) 2015, as part of the e7034 pre-operative biliary sems during neoadjuvant therapy clinical trial. The patient had undergone a cholecystectomy. A pancreatic protocol CT was performed and determined the tumor is in the head of the pancreas. The tumor stage is iia - t3 n0 m0 adenocarcinoma and diagnosis was made using eus-fna. The tumor is 3.6 cm as determined by eus. The patient was administered chemotherapy: gemcitabine, abraxane and hydroxychloroquine. No radiation was administered. On (B)(6) 2015 baseline liver function tests were performed. Baseline biliary obstructive symptoms were recorded on (B)(6) 2015 and noted to include dark urine, pale stools, jaundice and itching. A biliary sphincerotomy was performed during the stent placement procedure and the wallflex biliary rx fully covered stent was implanted on (B)(6) 2015 without issue. The patient was seen on (B)(6) 2016 and no biliary obstructive symptoms were noted; however, on (B)(6) 2016, the patient experienced cholangitis which was classified as moderate. The subject was transitioned to palliative management but no specific information was provided. An outpatient procedure was performed on (B)(6) 2016, the stent was removed by grasping the retrieval loop with a snare. Another wallflex biliary rx fully covered stent was implanted to complete the procedure and the cholangitis resolved on (B)(6) 2016.